Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had hard time placing the wicks in place and then caught urinary tract infection but unsure whether the infection came from the usage of product because patient never had prior. It was reported that the patient has been using the device for more than 90 days. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown. As per follow up via phone on 16nov2022, it was reported that the customer used the wick and developed urinary tract infection. It was also stated that the customer was not sure that the wick caused the infection, but customer was prescribed with antibiotics and no longer using the wicks.

Event description:
It was reported that the patient had hard time placing the wicks in place and then caught urinary tract infection but unsure whether the infection came from the usage of product because patient never had prior. It was reported that the patient has been using the device for more than 90 days. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown. As per follow up via phone on 16nov2022, it was reported that the customer used the wick and developed urinary tract infection. It was also stated that the customer was not sure that the wick caused the infection, but customer was prescribed with antibiotics and no longer using the wicks.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation. The potential root cause for this failure could be "dimensions not specified correctly or improper materials used". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation." "Discontinue use if an allergic reaction occurs." "Not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter." " properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear maybe useful for securing the purewicktm female external catheter for some patients. "Peri-care and placement: perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. With soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned. Notes: patient can be positioned on back, side lying, frog legged, or lying on back with knees bent and thighs apart (lithotomy position) prior to device placement." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.